Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, the vapr generator displayed 'fault 300, ref 14; output shorted, which indicates something wrong with the electrode's output. The surgeon reset the generator; however, the same fault code appeared. The surgeon switched out the electrode for another same device to successfully complete the procedure without further issue or harm to the patient. However, for whatever reason, the electrode issue extended the procedure by 75 minutes.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated visually and functionally with a vapr vue test set up. Visual observation under magnification revealed there was debris lodged around the tip and also the ceramic part of the tip was heavily burnt between 6 - 8 o¿clock positions, but otherwise was intact. The device was mated with a standard vapr vue test set up. The test generator recognized the electrode and the proper defaults were displayed. The electrode was submersed in a container of saline. When the cut and coag button on the electrode were activated there was evidence of sparking at the tip of the electrode and the message ¿output shorted¿ appeared on the display confirming the failure mode. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of 395 devices that were released to distribution. The IFU indicates observing extra caution while operating in close contact with any metal instruments and states failure to adhere to instructions may result in the damage of the electrode/ metal instruments or cause harm to the patient/user. Other than the possibility of this occurrence, we cannot discern a root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Fifty-four days have passed since this issue was reported to us, and the complaint device has not been received, which precludes conducting an evaluation. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.